Event description:
While using a byte night aligners, patient reported that their two front top incisors were running into their bottom teeth causing tooth loss.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.